Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and indentation on posterior segments 1 and 2 (p1,p2) for a mitraclip procedure. The plan was to place one clip on anterior 2 and posterior 2 leaflet segments (a2/p2). An xtw was placed on the target. During deployment establish final arm angle (efaa) the clip jumped open to a 20 degrees. After the clip was deployed, the clip continuously opened to 20 degrees. A second clip was implanted to stabilize the opened clip. The mr was reduced to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported clip failing efaa, clip opening while locked, and clip jumping could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.